Event description:
It was reported that the pt's neurostimulator was not working and the device was explanted.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is complete.